Manufacturer narrative:
Compromised force sensor alarm during basic occlusion test due to protruded/loose drive support disk. Unable to verify motor error alarm due to compromised force sensor alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test, prime and excessive no delivery test due to compromised force sensor alarm. Motor passed motor test. Pump received with minor scratched display window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 8.2 mmol/l. Troubleshooting was not performed. The device was returned for analysis.